Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed and 38 x 3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous, mr, 3.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped identified the distal end of stent was damaged with stent struts stretched in a distal direction over the distal markerband and balloon cone. The undamaged crimped stent outer diameter was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner polymer extrusion bunched and twisted 2 mm distal from the bi-component bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found severe damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed and 38 x 3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.